Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysmenorrhoea, anaemia and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Events: migration ,pain: pelvic/ abdominal, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, psych injury, were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, hematuria, post coital pain, heavy periods, anemia, right lower quadrant pain, irregular menstruation and uterine bleeding. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 27 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), psychological trauma ("psych injury"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysmenorrhoea, anaemia, psychological trauma, vaginal haemorrhage, depression, anxiety and migraine outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved and the nausea was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: the inner coil does trail into the uterine cavity but probably less than 50% is in the uterine cavity. Discrepancy noted in date of birth (B)(6) 1983 and (B)(6) 1983. Mr: right tube not occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: confirm. Test bilateral occlusion; on (B)(6) 2010: unilateral occlusion (left tube occluded), right tube not occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, genital hemorrhage, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, hematuria, post coital pain, heavy periods, anemia, right lower quadrant pain, irregular menstruation and uterine bleeding. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 27 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), psychological trauma ("psych injury"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysmenorrhoea, anaemia, psychological trauma, vaginal haemorrhage, depression, anxiety and migraine outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved and the nausea was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: the inner coil does trail into the uterine cavity but probably less than 50% is in the uterine cavity. Discrepancy noted in date of birth (B)(6) 1983 and (B)(6) 1983. Mr: right tube not occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: confirm. Test bilateral occlusion; on (B)(6) 2010: unilateral occlusion (left tube occluded), right tube not occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, genital hemorrhage, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, migration of essure device location of device: uterine cavity, nausea. Event device dislocation updated to device expulsion. Reporter information, aka name, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.